Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. G4: k101880.

Event description:
It was reported that the implant at tooth site # 3 was removed due to pain. Patient was having a lot of pain and sinus complications. After the placement of the implant, patient contacted the office several times reporting that she was in a lot of pain since her surgery. Patient was very concerned and nervous, after discussing options patient and doctor decided to explant the implant and allow the bone grafting to heal for 4-5 months and the we will replace the implant. Per indicated: surgical/medical intervention required for permanent damage: yes, remove the implant additional appointment required: yes, patient will return 4-5 months to replace the implant symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie did not receive one (1) tsvtwb10, (imp,tsv,4.7,10,mtx,mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1266010. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1266010 for similar events and 1 other relevant complaint(s) was/were identified, (B)(4). Review completed utilizing keywords: ¿dental: medical: pain¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation was the clinician didn¿t follow recommended protocol for implant placement and final seating. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text: device was not returned.

Event description:
No further event information available at the time of this report.